Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that medications are not crossing to over to any of the station. The technical support specialist connected with the customer and confirm the issue is now resolved. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the server.

Event description:
It was reported by the customer that a pyxis medstation es system had network issue. The customer reported that they recently worked on network down issue two of the medications were not crossing through which caused delay in dispensing medication there were no adverse events or injuries reported based on this event.